Manufacturer narrative:
The device referenced in this report has not been returned to omsc for evaluation. The manufacture record of the subject device was reviewed with no irregularity. The exact cause of the event could not be determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for microorganisms, when the user facility conducted a routine microbiological test. There was no report of patient infection associated with this report. Olympus medical systems corp. (Omsc) is waiting for the detailed result that the user facility conducted a routine microbiological test.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological test. The additional microbiological test showed no microorganism growth on the biopsy channel of the subject device. The result of the additional microbiological testing satisfied the (B)(6) guideline.